Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice failed the ground bond test indicating a high resistance value between the homechoice and the ground bond on the power supply. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An external and internal visual inspection was performed. There were no issues noted during the external inspection. An internal inspection was completed with magnification and loose ground post connections were observed. A homechoice return instrument test/evaluation (rite) functional testing had no issues or errors and all tests passed. Rite electrical failed the ground bond test. The cause was determined to be a loose connection at the ground post to door frame interface. The ground post connections were reinstalled to correct the reported condition. Should additional relevant information become available, a supplemental report will be submitted.